Event description:
A percutaneous coronary intervention (pci) was performed for a lesion in the mid-right coronary artery, the proximal of lesion diffuse. The lesion being treated was 75% stenosed with calcification and moderate tortuous. The intravascular ultrasound (ivus) catheter was used to image the lesion post stent placement. Upon withdrawal, the ivus catheter was unable to remove from the guide catheter. The physician noted that the guidewire had looped at the exit port of the catheter. He removed the entire system (guide catheter, guidewire and ivus catheter) simultaneously. After removal, it was noted dissection at proximal to mid in rca under fluoroscopy. At this point, a balloon and stent were used to treat the dissection. The procedure was completed, and the pt was reported in a stable condition.